Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon (error b30) was duplicated due to the failure of the video connector socket. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that the video connector socket was worn out by aging deterioration due to long-term use because approximately seven years had passed since the device had been manufactured. And it was also surmised that due to the video connector socket worn, an instability of the electrical connections occurred, and consequently the scope communication failure between the videoscope and the subject device occurred as reported. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the scope communication error b30 occurred on the subject device while evis 170 series videoscopes was connected to the subject device. There was no report of patient injury associated with this event.